Event description:
It was reported that a remote transmission showed atrial tachycardia atrial fibrillation episodes. There were far field p-wave sensing episodes observed which caused anti-tachycardia pacing therapy to deliver. This caused the patient to go pro-arrhythmic to a faster rate. The patient is atrial pacemaker dependent. Reprogramming was recommended and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 lead, implanted: (B)(6) 2005. (B)(4).